Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d10, g3, g6, h1, h2, h3, h6, and h10. No devices were received; therefore, the condition of the components is unknown. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). MFR site: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient was revised due to reduced range of motion. The bearing prosthesis exchanged, knee debridement, patella resurfaced, cr changed to uc. It was further noted the patient was unable to rehab knee post primary surgery.